Manufacturer narrative:
The issue reported was that gantry motion did not stop when the buttons were released on the wireless hand controller (hc). The system was in clinical use when this occurred. There was no report of harm or system contact. The customer discontinued use of the whc and called for service. The philips field service engineer (fse) went on site to evaluate the reported issue. The fse confirmed that when the issue occurred, the operator had released the whc buttons, and the gantry rotate continued for a few seconds and then motion stopped on its own. The system log files and the faulty whc were requested from the fse, but neither were available for investigation. The fse replaced the whc to resolve this issue and returned the system to the customer for clinical use. Philips engineering reviewed all information regarding this event. There were no logfiles captured for this event from the site. The motion did stop on its own after a few seconds. Furthermore, the system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate e-stop in case of any unexpected motion. Based on investigation conclusion, this issue is not reportable. The probable cause was a failure of the hand controller. Internal cross reference: complaint (B)(4). Health impact codes: c50675: no apparent harm occurred in relation to the adverse event. Date of report: 20210820.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). (B)(4). Date of report: 20210624.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that gantry motion did not stop when the buttons were released on the hand controller. Based on the available information, this issue has been initially determined to be a reportable event and is currently under investigation.